Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient a pre-existing surgical wound that the device irritated. There is no indication of a device malfunction that caused the reported irritation. The patient's nurse advised the patient to place a cream on the irritation. The patient's cardiologist gave the patient the ok to remove the device for the surgical wound. The patient's irritation improved.